Event description:
Additional information was received from the facility that the explanted device was discarded and is not available for return. No other relevant information has been received to date.

Event description:
It was reported that the patient was seen in-clinic with low impedance following a breakthrough seizure. The patient generator was disabled as a precaution after the low impedance was seen. The patient has been referred for a revision. No other relevant information has been received to date. No known surgical intervention has occurred to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional information was received that the patient underwent a lead revision. During the procedure, the lead was seen to be tangled; fractured where the coils attach to the lead. Additional information was received from the physician. Per the physician, the cause of the tangled lead and lead fracture was due to patient manipulation. No other relevant information has been received to date.